Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results: control level 1 (range 30 - 60 mg/dl): measurement 1 = 46 mg/dl, measurement 2 = 47 mg/dl, measurement 3 = 45 mg/dl. Control level 2 (range 261 - 353 mg/dl): measurement 1 = 315 mg/dl, measurement 2 = 308 mg/dl, measurement 3 = 311 mg/dl. The customer's test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no apparent reagent discoloration.

Event description:
The initial reporter stated that a patient received discrepant glucose results when tested with accu-chek inform ii meter serial number (B)(4). At 8:56 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 33 mg/dl. At 9:08 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a glucose value of 155 mg/dl. At 9:21 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 75 mg/dl. Controls run on the meter within 24 hours of the event were within range.

Manufacturer narrative:
The component code has been updated.

Manufacturer narrative:
The returned test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed.